Event description:
It was reported that the patient had an artificial urinary sphincter implanted due to urinary incontinence. Following the implant, the patient experienced urethral sputum that requires repair.